Event description:
During an implant attempt high ventricular impedance (above 3 kohms) and pacing failure were noted after device connection. The device was not kept implanted.

Event description:
During an implant attempt high ventricular impedance (above 3 kohms) and pacing failure were noted after device connection. The device was not kept implanted.